Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance and thresholds (bipolar) have been gradually increasing. The lead was reprogrammed to unipolar where the impedance and thresholds were within acceptable limits. The lead is still in use and will be monitored by the patient's physician. No patient complications have been reported as a result of this event.